Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the triggers were jammed, intermittently buzzed and ran without pressing the trigger. Therefore, the reported condition was not confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device did not work. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The statement was documented in the initial report as ¿therefore, the reported condition was not confirmed¿. The statement has been updated to ¿therefore, the reported condition was confirmed.¿ device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the triggers were jammed, intermittently buzzed and ran without pressing the trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.